Manufacturer narrative:
Additional information: g3, h2, h6. Follow up report needed to address investigation update.

Event description:
During an atrial fibrillation procedure, air was aspirated when applying negative pressure using a syringe connected to the three-way stopcock port for heparin lock after the sheath was inserted into the patient. The hemostasis valve was flushed with saline, but the issue was not resolved. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One 8f swartz braided introducer sheath and dilator were received for evaluation. The returned dilator was inserted and removed from the sheath. The sheath was tested for leaks. An aspiration vacuum leak test was conducted; air aspirated into the syringe. A pressure leak test (liquid method) was also conducted; water was noted to leak out of the hemostasis hub. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. A corrective action was initiated to address the failure mode of this introducer leak.